Event description:
The manufacturer received information alleging a trilogy 100 device's screen went white and alarmed while the device was in patient use. There was no harm or injury reported. An attempt was made to shut down the device and it was unplugged but it would not turn off. The detachable battery was removed, but the device continued to "blow air". The device screen went black, and the device omitted a high-pitched alarm. The customer was advised to continue to attempt to power the device down or allow the internal battery to completely drain in order to reset the device. The customer was advised to return the device for further evaluation. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.